Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that upgrade of the programmer with smartview 2.56 version could not be performed. An error code 183 was shown. The unit will be returned for analysis.

Event description:
It was reported that upgrade of the programmer with smartview 2.56 version could not be performed. An error code 183 was shown. The unit will be returned for analysis.